Event description:
It was reported the subject device exhibited error 104. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image knock noise, distal end burnt, cable unit cut, and insertion pipe has stain and it caused ccd damage. A definitive root cause for the could not be identified. In addition, for the phenomenon of "image knock noise" is caused by a component failure of the distal end (burnt) (insertion pipe has stain and it caused ccd damage) and cable unit cut (universal cord has a cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.